Event description:
It was reported that two of the depth gauge for 2.7mm & small screws have malfunctions. One had a missing screw and bent tip and the other had a broken tip. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the retuned device has a broken tip as reported. It is determined to be most probable that the method of use/handling resulted in the complaint condition. However, since the specific circumstances at the time of the damage are unknown the root cause cannot be definitively determined. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. It was found that the returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. No product design issues or discrepancies were observed. There were no findings in the service and repair evaluation and history review that would contribute to the compliant conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was performed: the customer reported the tip was broken. The repair technician reported damaged component as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 8-jul-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement. Event date: unknown. Device is an instrument and is not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.